Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ pca set had a hole and leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that there was "leaking through a random hole" on a pca set.

Event description:
It was reported that unspecified bd¿ pca set had a hole and leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that there was "leaking through a random hole" on a pca set.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of leakage through pinholes could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer.